Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed noise and with the patient's arm in a rising motion the impedance was confirmed as high. There were non-sustained ventricular tachycardia episodes and ventricular over-sensing which was attributed to noise. It was also reported the lead is possibly fractured; however, a chest radiograph showed there was not an indication for fracture. The lead was capped, replaced, and no patient complications have been reported as a result of this event.